Event description:
Boston scientific received information that this right atrial lead dislodged during a bypass surgery. As a result, this lead was surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.